Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 pro synchron clinical system generated high anion gap. The customer investigated and noticed erroneously high sodium (na) and erroneously low chloride (cl) results were generated for fifteen (15) patients. The erroneous patient results were reported out of the laboratory. Repeat testing produced lower sodium (na) and higher chloride (cl) results. The reports were amended. The patient information and results are shown in the attached file. Patient treatment was not initiated or withheld based upon the erroneous results reported.

Manufacturer narrative:
The samples were plasma. Qc prior to the event was within the established ranges. Qc was not run after the event. It was found that the customer does not use beckman saline but use non-buffered saline. The customer was also using expired na hypochlorite for the 2-week maintenance procedure. Field service engineer (fse) replaced the sodium (na) and chloride (cl) electrodes, flowcell, and carbon bridge. The fse verified the instrument performance.